Event description:
The customer reported an unspecified ECG error message. There was no report of patient involvement or negative patient impact.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.